Manufacturer narrative:
The investigation is ongoing. The date of the event is unknown. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported unexpected shots occurred repeatedly during use of the olympus gastrointestinal videoscope, causing the image to freeze. There was no patient injury reported.